Event description:
It was reported by service report that the head end lift would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Lift housing screws had loosened which had caused the limits to be out of adjustment.